Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition of damaged battery was confirmed. The main batteries and harness was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that user has contributed to this event.

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. The reported condition occurred upon power up. There was no patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.